Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer report number: 2017865-2021-02545. It was reported that the patient experienced an infection and presented in the hospital. A transesophageal echocardiogram showed vegetation on the leads. There was no allegation that the infection was related to the system. The system was explanted. The patient was in stable condition.